Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added device code a150202. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review performed for the device confirmed that the event of oversensing is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the device is acceptable. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The electrode remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that, this electrode delivered an inappropriate shock due to t wave oversensing. The technical services (ts) discussed troubleshooting options and discussed the performed x rays. It was found that the subcutaneous implantable cardioverter defibrillator (s-ICD) appears nicely placed on fascia between muscles, however, the electrode is placed higher than optimal. The tip of this electrode is slightly pointing towards the body surface and pectoral muscle which might be prone placement to pick up myopotentials. Furthermore, the ts mentioned that the main cause is the underlying disease causing a morphology change when the rate is elevated. The ts recommended to reprogram the device, and the physician is considering repositioning the electrode. At this time this electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this electrode delivered an inappropriate shock due to t wave oversensing. The technical services (ts) discussed troubleshooting options and discussed the performed x rays. It was found that the subcutaneous implantable cardioverter defibrillator (s-ICD) appears nicely placed on fascia between muscles, however, the electrode is placed higher than optimal. The tip of this electrode is slightly pointing towards the body surface and pectoral muscle which might be prone placement to pick up myopotentials. Furthermore, the ts mentioned that the main cause is the underlying disease causing a morphology change when the rate is elevated. The ts recommended to reprogram the device, and the physician is considering repositioned the electrode. At this time this electrode remains in service. No adverse patient effects were reported.